Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing. The over-sensing had resulted in inappropriate high voltage therapy and anti-tachycardia pacing (atp). It was further noted that the lead exhibited low pacing impedance, r-wave amplitude variation, and was failing to capture. The lead was repositioned on 3 jul 2024. The patient was stable.